Event description:
(B)(4). I was implanted with a medical device called essure on (B)(6) 2012 by dr. (B)(6) at (B)(6). This medical device implant is now manufactured by bayer, formally by conceptus, inc. This device has a three year shelf life, however, I do not have the expiration date. The onset of my complaints started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure: excessive bladder and kidney infections/issues, either no menstruation or unpredictable, severe uterine pressure and pain making it sometimes unbearable and unable to do daily activities, severe headaches, dryness and fatigue, painful intercourse, vertigo and dizziness.